Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the u/d knob broken, the light guide cable for prong perforated, the insertion flexible tube (ift) buckled, the bending rubber dirty, the objective lens unit dirty, the insertion flexible tube (ift) perforated under and the root brace; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).